Event description:
The customer reported that the primary display on the central nurse's station (cns) was losing video mid-way on the monitor screen. The video sweep on the primary display looked fine on the left side, but on the right side/edge of the screen, the video was fading and eventually disappeared. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the primary display on the central nurse's station (cns) was losing video mid-way on the monitor screen. The video sweep on the primary display looked fine on the left side, but on the right side/edge of the screen, the video was fading and eventually disappeared as it got closer to the right side. No patient harm was reported. Investigation summary: the customer tested the display monitor by connecting another cns to the display and the video was perfect, but when they connected this cns again the same thing happens with the video. The cns was evaluated by nihon kohden on 8/3/2021. The reported problem could not be duplicated. No issues were observed. The cause of the reported issue could not be determined. Separately, the hard drives were replaced as part of preventative maintenance. The service history for this cns shows this is an isolated incident with no recurrence history. There was no indication of a device malfunction.

Manufacturer narrative:
The customer reported that the video on the central nurse's station (cns) primary display will disappear mid-way on the monitor screen. The video sweep on the primary display looks fine on the left side, but on the right side/edge of the screen, the video will fade and eventually disappear as it gets closer to the right side. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the video on the central nurse's station (cns) primary display will disappear mid-way on the monitor screen. The video sweep on the primary display looks fine on the left side, but on the right side/edge of the screen, the video will fade and eventually disappear as it gets closer to the right side. No harm or injury was reported.